Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was proximal after deployment and a full recapture was warranted. During the full recapture, increased resistance was met and the shoulders were not able to be successfully grabbed. Eventually, the physician was able to fully recapture the closure device after some manipulation. During recapture, a kink was noted at the distal end of the was and wds. The procedure was successfully completed by using a different device size and sheath. There was no harm caused to the patient.

Manufacturer narrative:
The returned product consisted of a watchman delivery system (wds) with the implant in the sheath, and the wds returned in an watchman access system. The devices were separated during the lab analysis and bloody. The implant was protruding out of the tip for 5mm. Analysis of the implant, core wire, tip, sheath, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts bent/abrasions), anchor damage, sheath damaged (abrasions), numerous kinks in the sheath, and numerous kinks in the core wire. The sheath damage was congruent to the damage to the was. Inspection of the rest of the device found no other damage or defect to the device. Due to the excessive sheath damage, the reported recapture difficulty prevented functional testing of the device.

Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was proximal after deployment and a full recapture was warranted. During the full recapture, increased resistance was met and the shoulders were not able to be successfully grabbed. Eventually, the physician was able to fully recapture the closure device after some manipulation. During recapture, a kink was noted at the distal end of the was and wds. The procedure was successfully completed by using a different device size and sheath. There was no harm caused to the patient.